Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. No compromised force sensor system alarms noted during testing. The device was monitored and had no reset anomaly during testing noted. The device had minor scratched display window and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed an error and that insulin was "squirting" out during the manual prime process. The blood glucose reading was 600 mg/dl. The customer stated that the insulin pump would not shooting insulin after the priming process. He advised that he would treat with a manual injection. He stated that he did not recall the insulin pump having been dropped or bumped, and he noted that if it had, it must have been a minor occurrence. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.